Event description:
Technician reported a system 1000 hemodialysis device gave an air detection alarm during a patient treatment. As designed, the device blood pump stopped and line clamped. Air was observed from the venous drip chamber to the patient's fistula needle. The patient exhibited no signs or symptoms of air embolism but was placed in the trendelenberg position as a precaution. There was no patient injury or medical intervention associated with this incident.